Event description:
Patient was walking with a quad cane when the upper shaft snapped suddenly. Patient fell and cut finger on edge of torn metal and suffered "dislocations" of the elbow and wrist, which fiancee was able to tend without further medical intervention.